Event description:
See also manufacturer report 3004209178-2009-01453. The patient experienced two black-outs while driving about a day after reprogramming. The patient outcome is unknown. Further information is being requested from the hcp.